Event description:
During a tcar procedure, while attempting to cross the lesion with the enroute guidewire, upon entry through the arterial sheath, the guidewire was thought to be subintimal. The physician elected to deploy a second stent to cover the area where the wire appeared subintimal. Although there was no evidence of a dissection, the physician elected a secondary stent out of an abundance of caution.

Manufacturer narrative:
The complaint investigation has been completed and attached to this report.

Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure, while attempting to cross the lesion with the enroute guidewire, upon entry through the arterial sheath, the guidewire was thought to be subintimal. The physician elected to deploy a second stent to cover the area where the wire appeared subintimal. Although there was no evidence of a dissection, the physician elected a secondary stent out of an abundance of caution.